Event description:
This device has an unknown implant date. A call to technical services placed on 11/12/2013 stated that the patient reported to daughter that the device is beeping. Technical services referred to medtronic. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).